Manufacturer narrative:
(B)(4).

Event description:
The data investigation found a difference in values that falls within the b zone of the parkes error grid.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient called and reported cgm inaccuracy on 2 different dates that caused her to be taken to the hospital due to experiencing seizures. This is the first of two incidents on 11/12/2025, she described that her dexcom cgm was showing a normal glucose reading at the time as she didn't get any alerts but she suspected that her actual fingerstick readings are giving low glucose values that caused her to manifest having seizures. She couldn't recall the actual cgm value displayed or whether if she or her father, who she was with at that time at home, compared the cgm to bg finger sticks readings. Her father noticed her and called for an ambulance that transported to the hospital. She does not recall whether ems performed a bg finger stick tests or made any treatment upon arrival and transport. Upon arrival at the ER, the patient only recalls being informed that the bg finger stick result showed low values and did not match what her dexcom had been showing. She stated that, to her knowledge, no medication or specific treatment was given. She was only monitored in the facility for approximately for two hours. After this observation period, another fingerstick glucose check was completed by her physician while she still had her sensor on. She recalls being told that the bg reading returned to normal values. She was then discharged and went home with her daughter. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Related record: (B)(4).